Event description:
The patient presented for right femoral prosthetic external lengthening. Indications: this patient had a leg length discrepancy with the right leg shorter than the left leg. She has an expandable epiphysis prosthesis in the right femur. The plan is for performing external lengthening of the femur. Following discussion with the parents, surgical consent was obtained. Technique and findings: after a general anesthetic, the surgical time-out was taken. C-arm was used to visualize the prosthesis and measure the prosthesis. During this stage it was noted that the proximal retaining pin was broken on the lateral margin with the remainder still within the prosthesis. She was then lengthened for 3 separate 20-second intervals with 2 cm lengthening noted clinically as measured at the heels and medial malleoli. The c-arm measurements did not show much lengthening despite careful correlation of the vascular ruler in the measurement. When the lengthening was over, she was woken in the operating room and brought to the post-anesthesia care unit in good condition. There were no complications.